Event description:
It was reported that patient underwent a neurosurgical procedure on an unknown date and suture was used. The needle broke during use. A same/like device was used to complete the procedure. No adverse patient consequences were reported.

Manufacturer narrative:
It was reported that the patient underwent lumbar laminectomy procedure. Conclusion: the actual device involved in this event was returned for evaluation. Microscopic evaluation found the needle exhibited amounts of intergranular and possibly some transgranular failure. A reshape ductility test was performed on the broken sample and the sample did not pass the requirements.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.